Event description:
It was reported that pump insulin gauge displayed an amount different than expected, with large differences between displayed and expected fill estimates even after air was removed, room temperature insulin was used, and cartridge was not reused or overfilled. There was no reported impact to the customer¿s blood glucose level. Caller worked with technical support to reload same cartridge and deliver a disconnected bolus as instructed, understood that insulin on board would be affected, declined to load new cartridge, and chose to continue using current cartridge and follow up if necessary.